Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 57 mg/dl and the customer consumed juice in an attempt to address the low bg. The customer felt unresponsive, shaky, sweaty, had diarrhea and almost passed out. The customer was transported to the hospital. The customer was treated with juice, intravenous insulin and a liquid diet. The customer was discharged the next day with the low bg resolved. The customer was not sure what caused the low bg; however, suspected the pump/supplies. The customer declined tandem technical support's offer to troubleshoot and was to discuss the event with a healthcare provider.